Manufacturer narrative:
Initial.

Event description:
It was reported that one ilet charger allegedly stopped working and another allegedly caught fire, with exposed conductors observed on the unit that burned and intermittent connection requiring cable manipulation on the other. Symptoms included no injury and no clinical effects during the event. Outcomes included product replacement to restore home and work charging capability. Investigation included complaint intake, user communication, and internal safety review based on the description of electrical failure and exposed wiring. Investigation of this case revealed indications consistent with an electrical short and damaged or degraded charger cabling resulting in overheating and fire on one unit and a loose or failing connector on the other. It was concluded, based on previously established findings for similar reports, that the cause was component failure consistent with wear or damage leading to electrical malfunction.